Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported aspiration was lost. An angiojet zelante dvt catheter was used in a thrombectomy procedure treating a site within the iliofemoral vein. The device was successfully primed and inserted into the patient. Aspiration was started but was lost after a few seconds of use. Saline filled the catheter pump and a check saline supply error occurred and was unable to be fixed. A new zelante catheter was used to complete the procedure. No complications were reported and patient status was fine.